Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a patient notification alert, high, out of range hv lead impedance was observed. No further information was available.